Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed, on patch side assessed, as unidentified (tear) opening. Additional observations: creases were observed. No further actions are required, as the device was implanted.

Event description:
Patient reported, left side rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Cont. H.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device was explanted.